Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the control body fluid damage, the ccd module with drive pcb fluid damage, the lg connector fluid damage, the ccd signal wire broken, the segment broken, the forward body cover broken, the junction case broken, the angle wire play, the control body corroded, the forward body frame corroded, the connecting receptacle corroded, the mechanical base plate corroded, the light guide base column corroded, the ccd drive pcb corroded, the lg connector corroded, the brand plate missing, the bending rubber leak, the remote control buttons leak, the bending rubber cut, the remote control buttons cut, the objective lens scratched, the lg prong top loose, the remote control buttons disinfections damage, the distal body worn out, the ccd signal wire worn out, the light guide cable worn out, the lcb (light carrying bundle) defective, the segment steel braid rupture, the down pulley wire rupture, and the up pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.